Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Strut rows at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. After predilation of the right intermedius artery, a 2.25x12mm promus element stent delivery system (sds) was advanced to the lesion. It was noted that the stent became damaged while trying to cross the lesion and the device was removed from the patient. The procedure was successfully completed with a different device with no patient complications reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. After predilation of the right intermedius artery, a 2.25x12mm promus element stent delivery system (sds) was advanced to the lesion. It was noted that the stent became damaged while trying to cross the lesion and the device was removed from the patient. The procedure was successfully completed with a different device with no patient complications reported. This product is only ous approved but it is similar to an approved us device.